Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the implantable pulse generator (ipg), the device was connected to the lead several times, and the setscrew was damaged. The ipg could not be connected with the lead, and was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated during the ipg implant procedure, when using a screwdriver to connect the ipg and lead in the operation process, the "click" sound was not heard. After repeated attempts the ipg setscrew fell off, and the ipg and lead were not connected.